Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hypoglycemic event as a result of priming the pump while attached. The reporter stated that the patient had a low blood glucose, but was unable to provide a specific number. The reporter did state that the patient had symptoms of confusion. The patient had remained on the pump following the alleged event. The patient was reportedly responding to a loss of prime warning when they inadvertently infused insulin. This complaint is being reported based on the allegation that a patient experienced a hypoglycemic event as a result of an inadvertent infusion.